Event description:
Since christmas time, the patient experienced symptoms prior to testing. The patient experienced slurred speech and was unable to move their right side of the body. The patient tested their blood glucose and obtained a reading in the 200's and took their oral medication after attempting to use the meter. The patient ate breakfast and then went to the hosp. The pt was hospitalized for a week, due to a stroke. The patient claimed that their reading in the hospital was in the mid 200's (exact reading is unknown). The patient was not treated in the hospital for their diabetes. Customer service sent the patient a replacement meter.